Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. It was confirmed that the device did not sense the cartridge when loaded. The root cause of the reported issue was found to be the rear housing was broken. Actions were taken to mitigate the reported issue: the rear housing was replaced.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating event date.

Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump keeps indicating that cartridge needs to be loaded. There was no reported injury to the patient.